Event description:
A 3.0 x 38 mm resolute integrity rapid exchange (rx) drug-eluting stent was implanted in a patient to cover a lesion in the lad. The target lesion was pre-dilated using a 2.5 x 15 mm balloon. Following stent deployment a 4.5 x 9 mm nc sprinter balloon was used for post-dilation. An attempt was made to deliver a 3.5 x 9 mm resolute integrity stent, however the stent could not cross the proximal section of the left main stent and it was removed. Further post-dilation was performed and a stent was successfully delivered. Ivus review showed longitudinal stent shortening of the 3.0 x 38 mm resolute integrity stent. Further post-dilation using a 5.0 mm balloon was performed. The procedure ended with a good outcome and no clinical sequelae were reported. Please note that this device (resolute integrity) is distributed outside the united states; however, it is similar to the united states distributed product - endeavor sprint rx.

Manufacturer narrative:
Results: caused by another drug/device (stent deformation most likely caused by the movement of the guide catheter). Conclusions: another device caused failure (stent deformation most likely caused by the movement of the guide catheter).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). (Root cause of event cannot be determined). Evaluation conclusions: no conclusion can be drawn (root cause of event cannot be determined). (B)(4).